Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter at 9:15 a.m. Was 6.4 inr. At 2:30 p.m. The result from the laboratory was 4.47 inr. The customer's coumadin dose was held after receiving the laboratory result. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. The customer is not anemic or polycythemic. The customer is not on heparin, lovenox or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer has not had changes in diet or medications. The customer is not experiencing any bleeding or bruising. Retention test strips (lot 345213) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer's meter was returned for investigation. Returned customer material and retention material comply with specifications. The results alleged by the customer were observed in the meter¿s patient result memory, however, the date and time were not set correctly. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.